Manufacturer narrative:
Part 04.016.285s, lot 5942343: manufacturing site: (B)(4). Release to warehouse date: april 03, 2017. Expiry date: march 01, 2022. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the visual investigation of the complained nail shows that the connection at proximal end is badly damaged/deformed and cracked. The shaft is otherwise still in good condition. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in april 2017. Failure in material or production could not be detected. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. With the available information we are not able to determine the exact cause, which has led to this occurrence. It is likely that the connecting screw was not screwed till the end. Consequently, already gentle blows with a hammer can damage the connection. The current technique guide describes: do not hammer, as this may increase the risk of iatrogenic fractures. If nail insertion is difficult, choose a smaller diameter nail or ream the intramedullary canal to a larger diameter. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an unknown procedure on an unknown date, the proximal end of the multiloc humeral nail was damaged during insertion. It is unknown if there was a surgical delay. The patient status and surgical outcome were unknown. During the investigation of the device, it was noted that the connection at proximal end is badly damaged/deformed and cracked. Concomitant medical products reported: screws (part /lot unknown, quantity unknown). This report is for a multiloc humeral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: expiration date. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.